Event description:
Externalized conductors were visible via x-ray. A slight increase in capture threshold was noted. The physician will leave the lead as it is and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.